Manufacturer narrative:
A visual examination of the device found the silicone tubing to have been cut at approximately 57 cm from the outer ring. The distal portion of the device was not returned. The wire loop attached to the dilating tip had been broken off adjacent to the end of the tip. Additionally the detached wire loop was broken into 2 pieces, one section was measured to be approximately 5.3 cm and the other approximately 6 cm in length. The dilating tip was securely attached to the inner ring. The outer ring was found to be in proper position and the proximal end of the silicone tubing was folded between the outer ring and the edge of the dilating tip. It was noted that the condition of the returned unit was consistent with the complaint incident that the device wire loop broke. A physical examination of the device found the wire loop to be detached from the dilating tip. It appears the wire loop initially broke at the apex where the pullwire is attached to the wire loop. After the wire loop failed while undergoing a tensile load, the sections of the wire loop were then pulled by the user adjacent to the end of the dilating tip. Tensile and torsional forces were then applied to the distal end of the wire loop as the user pulled the device through the patient. These forces caused it to break adjacent to the tip as evidenced in the damage noted. Although the customer did not provide the size of the initial incision, it is possible the incision size might have been too small for placement. Additionally user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure. Therefore, the most probable root cause is 'operational context'. A device history record (DHR) review of lot number 16125338 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot 16125338.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the dilator tip of the peg tube got stuck inside the patient and could not be moved using pressure or alligator forceps. The physician attempted to pull the peg tube through the abdominal wall but the pull wire loop at the end of the peg tube broke separating it from the blue pullwire. The physician then attempted to pull the peg tube through the mouth but was unsuccessful. The physician attempted to pull the tip of the peg tube but the remainder of the pull wire loop broke from the dilator tip of the peg tube. The procedure was aborted. The patient was sent to the operating room to remove the device that was stuck. The patient's condition at the conclusion was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilator tip of the peg tube got stuck inside the patient and could not be moved using pressure or alligator forceps. The physician attempted to pull the peg tube through the abdominal wall but the pull wire loop at the end of the peg tube broke separating it from the blue pullwire. The physician then attempted to pull the peg tube through the mouth but was unsuccessful. The physician attempted to pull the tip of the peg tube but the remainder of the pull wire loop broke from the dilator tip of the peg tube. The procedure was aborted. The patient was sent to the operating room to remove the device that was stuck. The patient's condition at the conclusion was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.